Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. An x-ray revealed that the lead had dislodged. The patient was referred to the implanting hospital for intervention. Boston scientific was not included in patient care at the implanting hospital. All available information indicates that the device remains in service. No adverse patient effects were reported.